Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke to a low glucose alert indicating 57 mg/dl, believed their cgm calibration was incorrect, did not confirm with fingerstick, treated with oral carbohydrates, and glucose returned to range; user noted frequent early-morning or late-night lows and expressed concern about meal announcing habits and nighttime desserts while on pump therapy. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.